Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporarion. The customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing and power up testing using known good test accessories without duplicating the customer's report. The power gasket was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.